Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Subsequently, the customer attempted to load the same cartridge after resetting the pump and received a minimum fill notification. Customer did not know how much insulin was left in the cartridge. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 149 mg/dl.